Event description:
It was reported that during a transcatheter aortic valve implantation procedure, fluoroscopy was performed after loading and infolding did not extend beyond node 2. The valve was assessed at 80% deployment and was at a good depth with decent expansion. However, upon full deployment, the valve dislodged slightly higher and a small infold was identified. The patient¿s systolic blood pressure remained high between 150-200 mmhg despite rapid pacing at 200 beats per minute (bpm). The decision was made to post-dilate the valve with a 22mm non-medtronic balloon. During balloon deflation, the valve dislodged and appeared close to the coronary artery and narrow sinotubular junction. The patient left the operating room but returned shortly after due to a drop in blood pressure. The dislodged valve was explanted, and a surgical aortic valve replacement was performed.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.